Event description:
The facility representative reported an ipump with a condition of "failed calibration". This condition occurred during routine maintenance in the biomed service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "failed calibration" involving an ipump was confirmed and reproduced. The root cause was determined to be upstream and downstream occlusion sensors that were out of calibration. The sensors were recalibrated to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted for peer review.